Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the individual packaging of a minicap was damaged; further described as ¿it got exposed as the pouch tore". This was observed during set up of the device for peritoneal dialysis therapy, when removing the pouch packaged along with other minicap pouches. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction to h4: replace april 12, 2022 with april 08, 2022. H10: the actual device was not available; however, a retained sample was evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.